Event description:
Country of complaint: (B)(6). The head was burned by the transmission of energy with the spatula.

Manufacturer narrative:
Us reporting agent notified on may 22, 2014. Manufacturing site evaluation: the electrode is polluted with carbonized tissue. This leads to leakage of current which burns neighboring tissue. Failure is user related. There are no hints for material or product deviations. No corrective action required.